Event description:
It was reported that the spinal cord stimulation (scs) clinical study patients leads had migrated approximately one vertebral level which was confirmed via fluoroscopy imaging. The patients scs device was reprogrammed and coverage was obtained that reduced the patients pain level. However, the patient underwent a revision procedure during which one lead was explanted and replaced with a new lead. No further information was able to be obtained despite good faith efforts.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patients leads had migrated approximately one vertebral level which was confirmed via fluoroscopy imaging. The patients scs device was reprogrammed and coverage was obtained that reduced the patients pain level. However, the patient underwent a revision procedure during which one lead was explanted and replaced with a new lead. No further information was able to be obtained despite good faith efforts. Additional information was provided that only one lead had migrated. Additionally, the explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Additional information provided in block b5.